Event description:
It was reported that the large bore male connector (end ports) of two (02) em2400 valve sets pops out, resulted in leak. This occurred during pumping. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.